Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction and thrombosis, as listed in the coronary stent graft system, graftmaster rx, domestic, instructions for use (IFU) are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. It should be noted the graftmaster coronary stent graft system IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a large, bleeding coronary aneurysm in the left anterior descending artery. The 2.8 x 19 mm graftmaster stent was implanted at 15 atmospheres (atm); however, there was still flow into the aneurysm from the distal edge of the graftmaster. A 3.5 x 19 mm graftmaster was then deployed at 15 atm, and the aneurysm was sealed. The final result was complete occlusion of the aneurysm, with exclusion of the entire segment. The patient experienced some chest pain with minor st depression noted during the procedure and was treated with morphine and IV nitrate. The patient was hemodynamically stable post-procedure. The patient did well with the procedure, but 10 days later presented to the hospital with an acute anteroseptal/anteroapical mi secondary to stent thrombosis. The patient was treated with an additional stent and is currently doing well. No additional information was provided.